Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted, on the same date the patient was implanted with anterior/apical mesh and apical/posterior mesh, due to uterovaginal prolapse, cystocele, rectocele, and enterocele. It was reported that she experienced an mrsa infection in (B)(6) 2019, due to extrusions and erosion, it was reported that the patient underwent revision surgery on (B)(6) 2019. It as reported that the patient underwent total revision surgery on (B)(6) 2019, due to a second mrsa infection. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
Date sent to the FDA: 10/13/2022. Additional information: a2.